Manufacturer narrative:
Device not returned and contact could not provide lot code, but shipping data shows it likely was lot jf, manufactured in may, 2004.

Event description:
Hospital reported arcing/sparking at the plug of the electrosurgical cord.